Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, and after reset cgm error did not reappear and cgm option was accessible, and customer was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.